Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the hospital medical examiner (me) on the v60 indicating that a mask was put on a patient while the device was in standby mode, but the device did not provide airflow and stayed in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another v60. There was no reported delay in therapy or medical intervention. The hospital medical examiner (me) called technical support to report that a mask was put on a patient while the device was in standby mode, but the device did not provide airflow and stayed in standby mode. This investigation is ongoing.

Manufacturer narrative:
The field service technician tested and inspected the device at the repair center, but the reported issue was not duplicated. No malfunction was observed, and no parts need to be replaced at this point. Per good faith effort (gfe) response received 08apr2025, it is unknown what kind of mask was used. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.